Event description:
Our pediatric facility relies heavily on the use of syringe pumps to deliver medication and for enteral feeds. We have a number of pumps that are no longer supported by smith¿s and cannot be repaired. We have a number of pumps out to smith¿s for repair that are supported, but there is a labor shortage causing long turnaround times. We had issued a po last year to replace a large number of pumps, but there has been a long running ship hold by smith¿s. ICU medical and smith¿s continue to extend out the date for when the new pumps will ship. All of these factors are adding up and causing a shortage.